Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the strike plate and mating feature show signs of scuffing and discoloration. The shaft has been scraped, scratched, and dented. The lead thread has been deformed and a portion has chipped away from the tip. The chipped portion was not returned. Additionally fracture analysis was performed. Optical images of the device fracture show shear lip and faint river lines suggesting a shear overload mode of failure. The complaint was confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that when the tray was opened, it was discovered that the threads were damaged on the cup inserter handle. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.